Event description:
Hosp reported an overinfusion of heparin on channel d during extra corporeal membrane oxygenation. The pump was being used as part of the ECMO circuit. The rate was set at 2 ml/hr, and the volume to be infused at 9ml. At the end of the sixth hr of infusion, the pump was checked and the volume infused was 11.9 ml. At the end of the seventh hr, the volume infused was 56 ml. Hosp alleged the rate of volume to be infused had not been changed. A drug was administered to counteract the effects of the heparin overinfusion.